Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02013. The pt (B)(6) received an scs system which included two leads (separate lots) and two anchor (lot numbers unk). It was reported the pt had a procedure done to clean up a wound at one of the anchor site incisions. The physician explained the pt's dressing had come off and had not been replaced. The physician also noted the wound had started to dehisce slightly; therefore, he continued the pt on the prophylactic antibiotics as a precaution. Follow-up on the pt found there was no infection present and the wound is healing slowly. No further pt complications were reported.